Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo, 100% stenosed chronic total occlusion of the mid right coronary artery (mrca). The patient presented with severe chest pain and a percutaneous coronary intervention (pci) was planned. The lesion was pre-dilated using a semi complaint balloon and a 2.75x38mm xience prime drug eluting stent (des) was implanted. After stenting, fluoroscopy showed a dissection at the distal end of the stent. Another xpedition des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.